Manufacturer narrative:
The date of the event occurrence was reported as "spring 2018". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume intermate ruptured during filling of sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: lot manufactured between february 7, 2018 and february 9, 2018. The device was received for evaluation. Visual inspection revealed a ruptured bladder. A microscopic inspection was performed to identify any abnormalities that could have caused the rupture; no abnormalities were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.